Event description:
A malfunction alarm was reported with code malf 16. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to switch to backup insulin therapy using multiple daily injections (mdi) and was advised to return the malfunctioning pump to tandem using a pre-paid shipping label.